Event description:
We have experienced, consistent problems with the new dexcom cgm model g7. We get false alarms readings, that don't comport with bgm testing. And units that fall off. The g6 model works well, but the g7 model is very problematic.